Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. Two artificial urinary sphincter 4.0 cm cuffs were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.